Event description:
Customer reported the insulin pump alarmed weak signal. Sensor glucose level was 400 mg/dl and blood glucose level was 90 mg/dl. Troubleshooting was performed. Sensor inserted on (B)(6) 2014 in the left side of the stomach area. Customer reported that he tried testing the transmitter with test plug and the led light did not flash. Customer was advised to monitor sensor and call back if issue continues. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report #: 2032227-2014-04106.